Event description:
It was reported to philips that the pads/paddles ECG test fails intermittently. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated device and found it fails operational check. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.